Event description:
The customer reported that the system displayed a system file corruption message on boot up and would not complete the boot cycle. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an over-the-phone investigation. The customer was instructed to perform a system software reload. The system was then found to be operating as intended.